Event description:
It was reported that during a ureteroscopy for stone femoral procedure, a basket break occurred. The stone was located in an unspecified ureter. The 120 cm escape stone retrieval basket was advanced to the ureter, however, at an unspecified time, the "helical basket broke into pieces". Another of the same device was advanced to capture and remove all of the device pieces. The second device was also used to complete the procedure without further incident. The patient's status is reported as "fine".